Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: 5 years ago. Revision due to loosening.

Manufacturer narrative:
After further review of additional information received the following sections a1, a2, b4, b5, b6, b7, d4. Cat #, serial # and expiration date, d10, g3, g4, g5, g7, h2, h3, h4 and h6 have been updated accordingly. H3: the complaint product was not received for analysis. According to the experience report a revision was performed due to loosening. However, from the description and considering that only the tibial insert was revised, it is more likely that the revision was due to instability of the joint. Instability occurs when the soft-tissue structures around the knee are unable to provide the stability necessary for adequate function during standing or walking. Instability may be the result of increased soft-tissue laxity (looseness), inadequate flexion of the implants, or improper positioning or alignment of the prostheses. Pain and/or a sense of "giving away" of the knee may alter knee function and require revision surgery. During the revision the surgeon witnessed pitting and pressure marks on the backside of the tibial insert. The attached pictures indicate pitting on the superior surface of the tibial insert, which appears consistent with being implanted for approximately 5 years. The frequency of occurrence ranking scale is very low; therefore, this does not appear to be design-related. The design of the knee system has been in the field since 2004. The company is aware of 45 complaint reports involving the revision due to wear and 24 complaint reports involving revision due to instability of tibial inserts since 2014. The sales data for all tibial inserts was used to calculate approximate complaint occurrence rates of less than 0.5%. This is considered "very low" according to the frequency of occurrence ranking scale. The company is not aware of receiving any other complaint reports involving parts from this manufacturing lot of tibial inserts. A review of the device history record showed that these devices were accepted with conformance to the device requirements. Therefore, this does not appear to be manufacturing-related. There were no user-related issues reported. The revision reported may have been the result of increased soft-tissue laxity (looseness), inadequate flexion of the implants, or improper positioning or alignment of the prostheses, which led to joint instability. However, this cannot be confirmed because not enough information was provided and the correct explanted device was not available for evaluation. H6: in a review labeling it is noted that component selection depends upon the judgment of the surgeon with relationship to the requirements of the patient. It is a known complication that a patient's age, weight, or activity level would cause the surgeon to expect early failure of the system. Revisions or surgical interventions are a known complication found in joint replacements. All patients should be instructed on the limitations of the prosthesis, the patient should be cautioned to monitor activities and protect the replaced joint from unreasonable stresses and follow the written instructions of the physician with respect to follow-up care and treatment. Device specific risks - fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, any of which may require a second surgical intervention or revision. Excessive wear of the implant components secondary to impingement of components or damage of articular surfaces is also noted. Surgical intervention and revisions are a known device risk. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. This device is used for treatment, not diagnosis. No information has been provided. B3, d6, d7.

Event description:
It was reported from korea that a patient experienced a revision surgery of the tibial insert due to loosening. However, from the description and considering that only the tibial insert was revised, it is more likely that the revision was due to instability of the joint. The insert was noted to have pitting and a pressure mark on back side. The patient was noted to be stable departing the or. No additional information has been provided.